Event description:
It has been reported to philips that despite saying ECG was enabled, but confirmed the ECG is disabled.

Event description:
It has been reported to philips that despite saying ECG was enabled, but confirmed the ECG is disabled. The device was in use at the time of the event. There was no report of patient or user harm.